Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported patient has been in stationary treatment since (B)(6) 2014. Caller stated patient's blood glucose level in the hospital is 780 mg/dl. Caller reported the medical staff alleges the pump is defective. On follow up call patient reported experiencing elevated blood glucose levels since (B)(6) 2014; exact blood glucose reading was not provided. Patient stated she took correction via the pump but was not so successful. Patient reported on the morning of (B)(6) 2014 she experienced extreme nausea, vomited, had a headache and belly pain. Patient stated she drove to the hospital where her blood glucose level was 780 mg/dl; was give insulin via perfusor. Patient reported she has switched to the replacement pump since (B)(6) 2014; blood glucose level is now okay. Patient's normal blood glucose range was not provided. Product was replaced and requested return of the alleged pump for evaluation.